Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that out of range issues occurred between the transmitter and pump, with no continuous glucose monitor (cgm) sensor readings. The customer reported a blood glucose level of 205 (mg/dl) due to eating toast; however, the customer reports bg levels are at target level. Pump replacement was declined by the customer.